Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the bovie pen was not working. The user was unable to fire bipolar energy. The caller rebooted the erbe, but the issue remained. The intuitive tech support engineer (tse) reviewed the system logs and found an m-10 error, indicating that the finger switch/foot switch was not released. The tse asked the caller if they were using a bovie pen, or the external foot pedals from the vision side cart (vsc) drawer. The caller stated that they were using the external foot pedals earlier in the case, but now the surgeon was sitting at the surgeon side console (ssc). The tse recommended checking to see if the energy pedals were stuck down or being pressed. The caller stated that they did not appear to be stuck or pressed, but earlier when the system faulted, a noise occurred like the bipolar pedal was being pressed. The tse recommended disconnecting the external foot pedal cables from the back of the erbe, which resolved the issue. The customer proceeded with the case, with no reports of patient injury. The issue was escalated to intuitive field service. Intuitive received the following additional information via follow up: there were no faults present when the system was initially powered on. The surgeon attempted to use the cautery foot pedal, and the pedal did not work. The surgeon then docked and attempted to use cautery from the surgeon's console, but the cautery still did not work. The surgical team called intuitive tech support and was instructed to unplug the foot pedal, which resolved the issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer disconnected the external foot pedal to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.